Event description:
Per provider broken seat frame at right rear near where back attaches at the bolt hole.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. The malfunction has not been confirmed.